Manufacturer narrative:
Device is used for treatment, not diagnosis additional product: hwc. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. A review of synthes device history records for manufacturing revealed no complaint related issues. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. The nail was received with oblique hole damage, and locking thread damage. The locking mechanism could not be removed and visually appeared damaged. (B)(4).

Event description:
Patient was implanted with a trochanteric fixation nail (tfn) on (B)(6) 2013. Patient complained of continuing pain since implantation. The patient was returned to the operating room on (B)(6) 2013 for removal of the tfn and revision to another nail. The surgeon stated that the initial nail was not anatomically reduced properly. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. Product drawing sheet (B)(4) was reviewed. The tfn (part 456.416) and tfn screw (part 04.032.105s) were both fabricated from tialnb alloy which is typical material used for the tfn and screw. The tfn and screw were anodized per (B)(4) light green. The design has been found to be adequate for the intended use and did not contribute to the effects noted in this complaint. It cannot be verified if the returned devices were implanted prior to sufficient reduction or if the implant resulted in a femoral non-union gap that could not rebuild. Per the complaint, the physician is noted to have inferred to the sales consultant that the initial nail was not anatomically reduced properly. As this statement in the complaint is confusing as the nail cannot be reduced and it can be assumed that the physician meant to indicate that the femoral non-union was not reduced properly.